Event description:
It was reported that a pump alarm occurred during use. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, prompting a decision to replace the pump. The customer was informed about the procedure for returning the pump and agreed to use an alternative method for insulin delivery in the meantime.